Manufacturer narrative:
Though requested, pt info was not provided.

Event description:
Reportedly, during pt use, when the ac power was disconnected from the ventilator, the unit did not recognize the external power pac battery.